Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, information not provided. Model: unknown, information not provided. Expiration date: unknown, information not provided. Serial#: unknown, information not provided. Catalog#: enter ¿ unknown, information not provided. Unique identifier: a complete UDI# is unknown as the serial# was not provide. Implant date: unknown, information not provided. Explant date: not applicable as the literature does not indicate the shunt was completely removed. The device has not been returned for evaluation. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufactured date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: baerveldt-baerveldt apposition: a new surgical technique to salvage obstructed glaucoma drainage tubes. A case report of one eye (which was previously treated with a xen-augmented baerveldt tube) was done to describe a novel procedure of repairing an obstructed baerveldt tube. Surgical exploration of the subject eye confirmed that the initial xen-augmented baerveldt glaucoma implant¿s tube was kinked at its junction with the xen gel stent. Surgical intervention was done by resectioning and replacing the blocked xen gel stent with a new baerveldt tube, while salvaging the filtering plate and functional section of the existing tube, thus restoring a functional anterior drainage system.